Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
T was reported that there was a malfunction resulting in prolonged insufficient oxygen or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
This supplemental MDR #1, 2112667-2025-02857 is being filed to report that the initial MDR was filed in error as it was a duplicate of MDR 2112667-2025-02808.